Manufacturer narrative:
(B)(4). Analysis description: failure event observed during analysis. Final analysis found that the insulation and outer coil were crushed at 20.6 cm to 22.0 cm from the connector pin. The damage sustained resulted from clavicular crush.

Event description:
This report is to advise of an event observed during analysis.